Manufacturer narrative:
Correction: h3 evaluation summary: the device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A sample without its original package or lot number was received for evaluation. After performing a visual inspection per procedure, water was introduced to the dual port adapter connector and it was not possible to confirm the reported condition. The condition reported was not observed in the evaluation of the product. The root cause of the reported condition could not be determined. The process is running according to product specifications, meeting quality acceptance criteria. No corrective actions are deemed necessary at this moment. The manufacturing plant will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the probe has not been able to deliver the feeding. Additional information received from the customer stated that before the catheter was used, it was tested with water and a blockage was noticed in the catheter. No patient harm reported.